Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose level of 40 mg/dl on (B)(6)2016 and (B)(6) 2016. Reportedly, an ambulance was called on both dates and a glucose injection was administered for both events. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.